Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. After comparing his onetouch induo meter to another meter in late 2008 (224 vs 160), the patient/layperson reportedly assumed his lifescan meter results were inaccurately elevated the day prior, when he injected extra insulin the same day. The aforementioned comparison is greater than the expected variance of <=30%. The patient had no control solution to troubleshoot. The patient reportedly injected 25 units glargine (from 20) and 20 units lispro mix (from 15) the same day at 10:18pm, after a result of 289 mg/dl. The patient did not specify whether his insulin regime is a sliding scale or whether decided to increase the amount himself. At 10:30pm, he allegedly developed a cold sweat and shaky hands. He self treated with food or drink. The reported issue was not resolved since the patient had no control solution to troubleshoot. The products were replaced. Because the above noted symptoms can be associated with serious injury and began after the alleged issue when the patient allegedly increased his insulin dose based upon the result, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in supplemental report.